Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported due to the alleged inaccurate issue. The patient could not provide any numeric value at the time of the incident. There was no indication that the product caused or contributed to an adverse event.